Event description:
It was reported that during a cranial procedure that the perforator bit did not stop and continued to drill through the dura. It was also reported that medical intervention was not required and there was no delays as a result of this event. It was further reported that the procedure was completed successfully as planned.

Manufacturer narrative:
The perforator bit subject to this MDR was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.